Event description:
It was reported that the insulin gauge was inaccurate and that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot or provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.